Event description:
On 04/01/08, thermage was notified of an event where a patient underwent a thermage procedure. Procedurewas in 2008, and resulted in blisters on the cheeks and jawline. Some remedial epidermal treatments has been performed.

Manufacturer narrative:
The treatment tip that was used on the patient during thermage procedure was returned for investigation. During investigation, dielectric breakdown was observed on the outside of the tip membrane. Technical bulletin-11 recommends that the user examine the condition of the thermatip before the start of the procedure, and then routinely during the procedure for imperfections or damage, such as that seen on this tip, and to not use the tip if any such damage or imperfection is found.